Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by hospital staff that upon the patient being switched from his own power base unit (pbu) and controller to battery power by a family member, the controller was unplugged to be connected to the battery, as a result, a steady alarm tone sounded and a red heart warning light appeared. The controller was reconnected to the pbu: however, the steady heart warning and light remained. The ICU fellow was called who noted that the connections were reversed and the pump was off, which was confirmed on the system monitor.

Manufacturer narrative:
A system controller exchange was performed by the ICU fellow using the back up controller and power from the batteries. All alarms went off and the pump was restarted. Total off pump time was estimated less than 3 minutes. The manufacturer's technician replaced the patient's pbu, pbu cable, pbu power cable. System monitor and system controller with new ones. No further information is available at this time.